Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event happened during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. Upon further investigation, device failed battery fall-out test and latch lock test. Replaced latch lock mechanism. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.